Event description:
Ous MDR - it was reported that after one month of being implanted, a loud pop sound was audible from this ICD while implanted and in service, followed by a burn injury of the pt's chest. The device has been explanted and returned to the manufacturer in (B)(4) for analysis. Also removed: lumax 340 vr-t, (B)(4), MDR 1028232-2010-01289.